Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). It was mentioned that the aus was not working properly. A surgical procedure was performed during which the existing aus was explanted. No further patient complications were reported.